Event description:
The procedure as the balloon of this device was being inflated, the physician noted that the length of the balloon appeared to be too long. The device was removed. The pt is reported as fine and the device is being returned for co's analysis.